Event description:
It was reported that the procedure was a ptca/stent procedure to treat a calcific lesion in the distal lad. It is unknown if pre-dilatation was performed. A 2.5/18 stent was attempted to cross the lesion, but the device failed to cross the lesion and it was removed. Then, a 2.5/13 stent was attempted, but it also failed. As it was being removed, the stent was stripped off of the balloon. The physician was able to snare the stent, but then the stent became disloged before it could be removed and ended up in the distal diagonal. The stent was left there and the procedure was aborted. No patient effects were reported.